Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus and stomach during an upper gastrointestinal (ugi) endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands were successfully deployed, but failed to remain attached to the varices. Reportedly, this issue occurred up to the sixth band and the device was removed from the patient. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2949 for the reportable issue of bands falling of varix. Investigation results: received one speedband superview super 7 for analysis. The ligator head was not returned with the device. A visual examination of the trip wire was noted to have a crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. The suture was not damaged and was attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus and stomach during an upper gastrointestinal (ugi) endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands were successfully deployed, but failed to remain attached to the varices. Reportedly, this issue occurred up to the sixth band and the device was removed from the patient. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.